Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed and new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction while using the comfort splint. The patient reported that the lips were irritated and swollen. The patient also reported of having burning sensation in the mouth. It was not known how long the patient had to wear the appliance before the reaction occurs. The reaction went away after patient stopped using the appliance.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth with normal wear and tear due to usage. No major cracks were found. Mouth guard's layers were intact and not separated. The appliance turned yellow due to the normal usage. The returned appliance was not clean. Calcium deposits were observed on the mouthguard. Case was also returned in a good condition with label. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.